Manufacturer narrative:
Client alleges that they were improperly positioned in the seating during the evaluation process. Client contends that during the process of standing, the improper adjustment / placement of the kneeblock assembly is what led to the resulting fracture of his right tibia. Client also stated that they were unaware of the alleged fracture until approximately 2 days after the evaluation had taken place. Evaluating dealer nor permobil can confirm if the reported injury was received at the time of the evaluation as being claimed. All reports from those involved with the evaluation contend the client was positioned correctly with the kneeblock in the appropriate position. The DHR was reviewed for this unit and it was found to have been built according to specification.

Event description:
Potential client alleged that he suffered a fracture to his right tibia while being evalauted in an f5 vs chair with a standing seat frame.